Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 06/18/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(4) which did not confirm> similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the alaris pca pm failed at barrel clamp. Alaris pca pm failed at barrel clamp test. There was no patient involvement.